Manufacturer narrative:
The expiration date was provided as "2017-09". No customer material was received for investigation. Relevant retention material of roche cardiac poc troponin t of lot 12888720 was tested on a qualified cobas h232 meter with three native blood samples and one spiked blood sample (c= 60 ng/l), the plasma from the blood samples were measured on an elecsys 2010. The mean of the measurements on qualified cobas h232: first native blood sample: < 40 ng/l, second native blood sample: < 40 ng/l, third native blood sample: < 40 ng/l, spiked blood sample (c=60 ng/l): 69 ng/l. Troponin t-elecsys 2010 results: first native blood sample: < 3.00 pg/ml, second native blood sample: < 3.00 pg/ml, third native blood sample: < 3.00 pg/ml, spiked blood sample (c=60 ng/l): 70.21 pg/ml. All results received were acceptable. A specific root cause could not be determined. As the customer received the same result upon repeat testing and no other issue were reported, the meter and strips were not believed to be the root cause. Possible causes include interference from drugs given to the patient or the high hematocrit of the patient.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable troponin t results from cobas h232 meter serial number (B)(4). The cobas h232 meter is not sold nor is like or similar to a product sold in the united states. The result from the meter was 56 ng/l. The sample was then analyzed on a cobas e411 analyzer in the laboratory and the result was 6 ng/l. The sample was tested multiple times on both devices and the results repeated. The results were reported to a person making a treatment decision for the patient. The patient was not adversely affected. As the same results were obtained during the repeat testing, the meter and the strips were believed to be working correctly. The sample was suspected to be the root cause as the patient had polycythemia and a hematocrit of 68%.